Event description:
Sign I. M. Nail broke three years post surgery requiring surgery to replace the broken nail. I. M. Nail broke due to nonunion with full weight bearing for three years. No product defect was indicated or found.